Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, the sheath was inserted into the right atrium. When the viewflex catheter was inserted into the sheath, blood leaked from the hemostasis valve. When the catheter was removed and an attempt was made to flush, air was aspirated from the side port. The sheath was replaced, but when the viewflex catheter was inserted, blood leaked from the hemostasis valve again. The second sheath was replaced, but blood again leaked. When the catheter was removed and an attempt was made to flush, air was aspirated from the side port. The third sheath was then replaced and the procedure was completed with no adverse consequences to the patient.